Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported while using bd nano ultra-fine pen needles that needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming.

Event description:
It was reported while using bd nano ultra-fine pen needles that needle clogged during priming. The following information was provided by the initial reporter: consumer reported needle clog during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes . D9: returned to manufacturer on: 09-jun-2022 . H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.